Event description:
It was reported that this right atrial (ra) lead exhibited intermittent noise over the last nine years. Electromagnetic interference (emi) was suspected but not confirmed. Oversensing of the noise on this ra lead was unclear; however, since it was simultaneously oversensed on the right ventricular (rv) lead, oversensing on this ra lead was likely. Further investigation was planned to determine if there was a possible external cause. This device remains in service at this time. No adverse patient effects were reported. Additional information was provided stating that the noise was due to electromagnetic interference (emi) from unrelated dermatology procedures. Further guidance was provided related to future procedures. This device remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited intermittent noise over the last nine years. Electromagnetic interference (emi) was suspected but not confirmed. Oversensing of the noise on this ra lead was unclear; however, since it was simultaneously oversensed on the right ventricular (rv) lead, oversensing on this ra lead was likely. Further investigation was planned to determine if there was a possible external cause. This device remains in service at this time. No adverse patient effects were reported.